Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not yet returned.

Event description:
It was reported that during a shoulder arthroplasty, the tip of the drill broke off into the patient, possibly because of excessive force applied by the doctor. All pieces were retrieved and another drill bit was utilized to successfully complete the procedure.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of product returned. Visual inspection of the product showed the drill bit has fractured off at the tip. Hardness and dimensions were conforming to print specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.